Event description:
It was reported that a malfunction alarm (alarm 0) occurred and the pump battery was unable to be charged using multiple usb cables and power adapters. Customer's blood glucose was 120-133 mg/dl. Customer reverted to using manual injections for insulin therapy.